Manufacturer narrative:
This report is being supplemented to correct the manufacturing site and address that was incorrectly used and submitted in the initial MDR report. Corrected manufacturing site in sections d3 and g1.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: insertion tube became stiff due to failure of the variable stiffness mechanism. Insertion tube has become stiff due to the internal elements becoming stretched and/or shrunk. The event can be detected/prevented by following the instructions for use: operation manual. 3.3 inspection of the endoscope. Operation manual. Important information : please read before use. Warnings and cautions. During the device evaluation, service observed the following: the biopsy/instrument channel was pierced and leaking at the distal end. The acoustic lens on the probe unit was damaged. The bending cover had sunken folds and the adhesive was chipped. The bending tube angle wire was torn. The insertion tube/connecting tube had snakiness, was scratched, and demonstrated moisture (humid). The scope body was damaged, the control unit was corroded, and the scope cover was broken. The paint on the suction cylinder was peeling. The bending angulation shaft was worn, and the bending tube angle wire had play. Switches 1 and 2 were damaged, and the flexible printed circuits (fpc) cable malfunctioned. The guide pipe was loose. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a non-specific forceps/instrument channel malfunction. There was no patient or use injury reported. During inspection and testing, service found the insertion tube was stiff. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.